Event description:
It was reported that at an unknown time during the day of a system revision procedure, the patient developed an epicardial effusion with hemodynamic compromise and evidence of cardiac tamponade. A sternotomy was performed and the patient was hospitalized. The epicardial right atrial (ra) lead that was implanted at the time of the event remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.